Event description:
These plaintiffs have filed suit against depuy ace for unknown reasons. The pt was revised due to a fractured plate. Surgeon used this fibula plate on the pt's distal humerous; applying a plate to each side of the break. After five weeks; the plate broke due to a non-union in the bone. He then referred the pt to a doctor in boston for the non-union condition.